Event description:
Customer reported unit does not alarm for patients, wherein the discharge from the patient monitor (or device) has been prolonged. Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed.